Event description:
During a lap appendectomy, the surgeon could not get the device to fire. Another endocutter was pulled to finish the case. There were no unexpected outcomes as a result of this event.